Manufacturer narrative:
While this product is not sold in the united states, it is like or similar to a product marketed in the united states. The event occurred in (B)(4). The year is the only known part of manufacture date. We have defaulted to the first of the year.

Manufacturer narrative:
While this product is not sold in the united states, it is like or similar to a product marketed in the united states. The event occurred in (B)(6).

Event description:
Customer reported a lancet protruded beyond the end cap. No adverse event reported. A request was made for the return of the device and lancets.